Event description:
The customer observed falsely decreased blood glucose results generated from an architect c16000 analyzer. The customer reported that the glucose reagent kit was in one slot of the analyzer, however the analyzer identified it in a different slot. The customer provided the following data (unit of measure mg/dl): sample ID (B)(6): initial result was 55, repeated result was 179. Sample ID (B)(6): initial result was 30, repeated result was 122. Sample ID (B)(6): initial result was 49, repeated result was 95. Sample ID (B)(6): initial result was 61, repeated result was 86. Sample ID (B)(6): initial result was 50, repeated result was 87. Sample ID (B)(6): initial result was 54, repeated result was 136. Sample ID (B)(6): initial result was 62, repeated result was 90. Sample ID (B)(6): initial result was 70, repeated result was 86. Sample ID (B)(6): initial result was 69, repeated result was 104. Sample ID (B)(6): initial result was 52, repeated result was 80. Sample ID (B)(6): initial result was 57, repeated result was 101. Sample ID (B)(6): initial result was 54, repeated result was 89. Sample ID (B)(6): initial result was 54, repeated result was 85. Sample ID (B)(6): initial result was 63, repeated result was 95. Sample ID (B)(6): initial result was 53, repeated result was 74. Sample ID (B)(6): initial result was 68, repeated result was 86. Sample ID (B)(6): initial result was 68, repeated result was 81. Sample ID (B)(6): initial result was 68, repeated result was 84. Sample ID (B)(6): initial result was 73, repeated result was 90. Sample ID (B)(6): initial result was 34, repeated result was 98. Sample ID (B)(6): initial result was 51, repeated result was 72. Sample ID (B)(6): initial result was 64, repeated result was 134. Sample ID (B)(6): initial result was 39, repeated result was 110. Sample ID (B)(6): initial result was 45, repeated result was 67. The glucose reagent was loaded into position a7 and the cholesterol reagent was loaded in position a8. The reagent packs were not scanned by the barcode reader and the instrument thought the glucose reagent was loaded in position a8. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identification: complete sample ID¿s are (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the architect c16000 serial number (B)(6), software version v9.40 due to a false decreased architect glucose result observed by the customer. The fsr inspected instrument and no problem was observed. During previous troubleshooting, it was reported that rescanning the reagent has resolved the issue. Return testing was not completed as returns were not available. The system logs were not available, and therefore were not able to be reviewed for a further evaluation. The 12-month ticket search found 1 additional complaint related to the issue described in the current complaint. The product monitoring review for software was reviewed and found no trends with regards to the customer issue. A review of the manufacturing documentation did not identify a non-conformance related to the complaint issue. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c16000 serial number (B)(6), software version v9.40 was identified.